Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the rite (returned instrument test/evaluation) ground bond performance specification. The device failed during evaluation, therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of the returned device it was found that the device failed a rite ground bond performance specification. However, when the device was retested, the failure could not be duplicated. Therefore, the cause of this condition could not be determined. If additional relevant information becomes available, a follow up report will be submitted.